Manufacturer narrative:
This event is the first of two events regarding the same ventilator. During this occurrence, the reported problem was not reproduced when the ventilator was investigated at the hospital by our service engineer. As a preventive measure, the o2-sensor was replaced. The ventilator was returned back in service. The o2-sensor has not been returned for investigation. Our conclusion is that the problem remained latent and was not resolved. The problem was solved by the second event where the gas modules were replaced. The investigation results and evaluation codes for this event are therefore documented in the MFR report#: 8010042 -2017-00504.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated alarms indicating high o2 concentration during treatment. There was no patient harm. (B)(4).